Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Submitted pictures appear to show driver tip sheared off. Inner shaft retaining pins also sheared off, consistent with torsional overload. No visible damage to mas head interface thread. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that during the procedure the tip of the driver broke. No pateint complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.